Event description:
It was reported the parkinson¿s disease patient¿s implantable neurostimulator (ins) had prematurely depleted and that the battery life of ¿less than two years¿ was ¿too short.¿ longevity calculations estimated the ins should have reached end of service (eos) at 2.22 years. The patient was hospitalized and had the ins replaced as a result of the event. This reportedly resolved the issue, though the cause remained undetermined. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the device had reached ¿normal end of life¿ with ¿okay¿ telemetry and output.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.